Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported, via a company representative, that an exeter stem broke in situ and the patient is having a revision.

Manufacturer narrative:
An event regarding a crack/fracture involving an exeter stem was reported. The event was confirmed. Device evaluation and results: a visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. The report noted: "the parts were examined with the aid of a stereo microscope at magnifications up to 50x. The fracture occurred approximately 65mm from the distal tip. This region of the stem should be fully supported by the cement mantel. Assuming this is a right hip stem. If this device was a left hip stem, the anterior and posterior surfaces would be reversed." A material analysis has been performed. The report concluded: "the exeter stem fractured in fatigue. Eds showed elemental constituents included fe-cr-mn-ni-mo, which are consistent with the astm f1586 material. No materials or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: not performed as no medical information was provided. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the material analysis performed on the returned device concluded that "no materials or manufacturing defects were observed on the surfaces examined". The exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported, via a company representative, that an exeter stem broke in situ and the patient is having a revision.